Event description:
The caller reports that the lancet would not retract into the accu-chek multiclix lancet device. The caller was accidentally stuck but did not require medical intervention. No adverse event reported. The accu-chek customer care service center sent new device and lancets and requested return of suspect device and lancets.